Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found 3 complaints for the same reported defect regarding the lot number 10203568 (in accordance with the three catheters mentioned). We did not receive the sample, without the sample we cannot do more than a documentary investigation, which revealed no anomaly in relation to the described defect. The defect of balloon burst is a known issue and is closely monitored. No corrective action will be implemented as the trend is not increasing and the threshold is not exceeded. A risk management file evaluation was performed based on the hazardous situation: catheter balloon cannot stay inflated or burst. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found 2 other complaints on the same defect regarding the lot number 10203568. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B5: the additional two occurrences referenced in b5 are captured under separate reports.

Event description:
According to the available information, the catheter had burst/ split a few days after being inserted. The catheter fell out and a new device was inserted. This occurred three times.